Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. It was noted there was a signal artifact monitor (sam) event was recorded that showed oversensed noise on this atrial lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was recommended to have a lead assessment with a programmer. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. It was noted there was a signal artifact monitor (sam) event was recorded that showed oversensed noise on this atrial lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was recommended to have a lead assessment with a programmer. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information received advised the patient was seen and the ra lead was programmed to unipolar configuration. The physician advised the patient has had no symptoms and has elected to continue to monitor the lead at this time. The pacemaker and ra lead remain in service. No adverse patient effects were reported.